Manufacturer narrative:
The event of patient¿s ipg unable to communicate and the return of a patient¿s pain was reported to abbott. The system was not set to surgery mode while the patient underwent rf ablation. Troubleshooting efforts could not resolve the issue. It was reported the ipg was replaced, and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient had an unrelated rf ablation procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external devices. Clinician programmer displayed error message " ipg is resetting, programmer will reconnect when the ipg is ready (30 sec countdown).¿ several attempts at troubleshooting to recover ipg was attempted by an abbott representative to no avail. Clinician programmer logs indicated that the ipg was in service app mode. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy restored post-op.